Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive on (B)(6) 2025 for more than 79 colony forming units (cfus) of kiebsiella pneumoniae, escherichia coli, providencia rettgeri, and pseudomonas aeruginosa. The device was retested on (B)(6) 2025, and it tested positive for more then 238 cfus of pseudomonas aeruginosa in the aspiration channel, 2 ufcs in the air channel of pseudomonas aeruginosa, and less than 1 cfu of pseudomonas aeruginosa in the water jet. The device was tested again on (B)(6) 2026, and tested positive for more than 100 cfus of pseudomonas aeruginosa. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. Pseudomonas aeruginosa.